Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised left motor brake was causing friction and caused chair to veer to left.